Event description:
It was reported that inflation could not be maintained on four (4), size 6 fen, fenestrated low pressure tracheostomy tubes. Conflicting info received regarding actual length of time the devices were in use when the inflation problems occurred. Limited info is available regarding the pt, the events and the device maintenance/replacement practices. There was one (1) pt involved with no reported pt injury. Three (3) of the four size 6 fen devices were returned on 1/14/99 to the MFR for decontamination, analysis and investigation.